Event description:
It was reported by service report that the customer alleged that the powerload system would not let the cot load. No patient involvement or adverse consequences are reported. Manufacturer's investigation is still ongoing; if additional information is received, a follow-up report may be submitted.

Manufacturer narrative:
Results: - transfer lock override slide. Manufacturer's investigation. Is still ongoing; if additional information is received, a follow-up report may be submitted.